Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). Visual and functional inspections were performed on the returned device. The reported balloon rupture was not confirmed; however a leak in the inner member was identified. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending coronary artery. The 2.5x15 mm nc trek balloon dilatation catheter (bdc) was advanced in the patient anatomy for post dilatation of an unspecified stent. However, the balloon ruptured at 12 atmospheres. It was commented that the balloon may have interacted with the edge of the stent strut, and may have caused the rupture. However there was no resistance advancing the nc trek bdc through the implanted stent. An unspecified balloon dilatation catheter was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.